Event description:
It was reported that the cartridge was leaking from the septum. There was no adverse impact to the customer's blood glucose level. Customer was able to change the cartridge and successfully resume insulin therapy.